Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.